Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen became cracked which made it difficult for the customer to see parts of the screen. Additionally, an extended bolus was requested; however, the pump delivered the bolus at once. The customer declined to perform troubleshooting for the reported issues.